Event description:
It was reported that pump experienced malfunction after pump fell from a height of about three feet and displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if any further malfunction alarms occurred.